Event description:
Patient reported "reported that feels discomfort and does not want to continue with the prostheses." Healthcare professional later reported right side ¿showing accommodation folding¿, ¿small quantity of pericapsular liquid, more evident on left, without pathological significance¿. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.